Event description:
Note: this report pertains to one of two capio slim devices used in the same procedure. Please reference report number (B)(6) for the related case. It was reported to boston scientific corporation that a capio slim was used during a sacrospnious ligament fixation procedure performed on (B)(6), 2024, for the treatment of prolapse. During the procedure, when the physician attempted to deploy the device, the cage did not capture the bullet. The device was removed from the patient and tested over the sterile field using the initial suture; however, the bullet was still not caught. A second suture was opened and was tested with the capio device over the sterile field but the bullet was still not captured. A second capio slim device was opened and was tested over the sterile field, however, the cage of the device did not capture the bullet needle. It was noted that the same behavior was seen on both devices a polypropylene suture was opened and used in the second capio slim device; however, the same results were obtained. The procedure then aborted and rescheduled. It was indicated that the patient had been administered general anesthesia by the time the procedure was cancelled. There were no patient complications reported as a result of this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of absence of treatment. Block h10: upon receipt at our quality assurance laboratory, the returned capio device underwent a thorough analysis. Functional evaluation revealed that the device was deployed, however, the device cage was unable to catch the suture. Dimensional testing of the device noted that the spring catch was not on specification. A review of the device history record (DHR) indicated that the device met all material, assembly, and product specifications at the time of release to distribution. Based on the information available and analysis results, the reported allegation of failure to catch needle was confirmed. Furthermore, the impact code of absence of treatment is a subsequent event of the primary retorted issue. A further investigation is in progress to address this observation. A conclusion code of cause traced to device design was assigned to this investigation.

Manufacturer narrative:
Block h6: imdrf impact code f1001 captures the reportable event of absence of treatment.

Event description:
Note: this report pertains to one of two capio slim devices used in the same procedure. Please reference report number 2124215-2024-15960 for the related case. It was reported to boston scientific corporation that a capio slim was used during a sacrospnious ligament fixation procedure performed on (B)(6) 2024, for the treatment of prolapse. During the procedure, when the physician attempted to deploy the device, the cage did not capture the bullet. The device was removed from the patient and tested over the sterile field using the initial suture; however, the bullet was still not caught. A second suture was opened and was tested with the capio device over the sterile field but the bullet was still not captured. A second capio slim device was opened and was tested over the sterile field, however, the cage of the device did not capture the bullet needle. It was noted that the same behavior was seen on both devices a polypropylene suture was opened and used in the second capio slim device; however, the same results were obtained. The procedure then aborted and rescheduled. It was indicated that the patient had been administered general anesthesia by the time the procedure was cancelled. There were no patient complications reported as a result of this event. This event is being reported for aborted/cancelled procedure with a patient under anesthesia or sedation status unknown.